Event description:
It was reported that the patients spinal cord stimulator (scs) was becoming less functional. There was no device malfunction suspected. The patient underwent an ipg explant procedure. The explanted ipg will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred recently from the date manufacturer became aware of the event.